Event description:
It was reported that the ventilator was cycling on a patient when the ventilator stopped cycling and displayed the error code "swm". The patient was taken off the ventilator, bagged and the ventilator was swapped out. The ventilator was taken to the biomed department were the biomed could not duplicate the reported failure. The biomed will replace the mode selector switch as a precautionary measure. There was no patient injuries.